Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -10.0 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault and lens rotation. The surgeon states that the "lens shifted to temporal side and the central hole shifted to the iris edge." The problem was resolved.